Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. There was evidence of blood inside the deployment tube and on the body of the delivery device. The seal was extended outside of the delivery device tube, but remained anchored to the tension spring assembly. The green slide lock was released and the white plunger was depressed. The seal was deployed per the IFU by placing a finger on the seal and slowly pulling the delivery device back. The seal was successfully removed from the delivery device without complications. The IFU states that blood within the delivery device is an indication of proper insertion during seal deployment. Based upon the evaluation results, the reported complaint was confirmed for "failure to deploy." (B)(4).